Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 58-year-old male was admitted for myocardial infarction and developed cardiogenic shock. A percutaneous coronary intervention was performed and an impella cp inserted afterwards. The patient was transfered to the the intensive care unit where urine color and plasma-free hemoglobin indicated hemolysis and triggered repositioning of the device which solved the issue with no other patient symptoms. After 3 days of support, the device could be successfully weaned and removed.